Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd (B)(6) nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported cracked syringe. Event description: the syringe reportedly cracked when the filter needle was attached, resulting in medication leakage. The needle appeared undamaged upon inspection. They believe it was an issue with the syringe that led to it cracking when the needle was attached. Per the coa, the needle itself looks fine. It was only the syringe that was cracked. Impact: the dose was successfully administered using a replacement kit and vial.